Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg would no longer communicate with the patient charger. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates patient underwent ipg replacement. Therapy restored.